Event description:
Pt connected himself to his peritoneal cycler and noticed leakage of fluid from a connection that should have been tight and sealed under shrinkwrap. The tubing lot was #5lr125 newton stay safe 4 prong tubing.